Manufacturer narrative:
H3, h6 evaluation - non-destructive visual evaluation was performed on the 86-4608 pfc pli tibial insert. The ultra-high molecular weight polythylene insert was revised during surgery to investigate the source of knee pain. The articulating surfaces of both condyles of the tibial insert showed areas of burnishing, detamination, pitting, and amber discoloration. The inferior side of the insert had light burnishing over most of the surface. In summary, during knee revision surgery, a worn pfc tibial insert was observed and replaced. There were no apparent material or mfg defects noted on this component.

Event description:
Pt experienced anterior knee pain. Arthroscope reported to have found polyethylene to be deteriorating. Revision surgery performed 7/10/96.